Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown. No information has been provide to date.

Event description:
It was reported that the pump demonstrated low volume. No patient injury was reported.

Manufacturer narrative:
Other, other text: the reported problem was not duplicated "low volume" issue during the investigation. Running two accuracy tests, the pump was found to be within manufacturing specifications. No problem found. (Updated h6) a DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The model number was not documented in the initial report. (Updated h4)